Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller received assistance from technical support to reset the pump, and the issue did not recur afterward. The customer was advised to continue using the pump and to contact support again if the issue reappeared.